Event description:
Spontaneous communication from the patient who reports that due to a defective whisperject autoinjector device, which jammed, the patient had to waste 2 syringes of glatiramer. She did not miss any doses but is requesting a new whisperject device and replacement of the 2 wasted syringes. There was no adverse event reported. It is unknown if the defective product/device is available for return. No further information was provided. Reported to (B)(6)/caremark by pt/caregiver.